Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebz1859 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that bard power PICC double lumen line was placed at 43 cm in the right arm on (B)(6) 2018 at 11:21; tip verified in svc. At 13:26 PICC was found to be at 23cm, internal radiology was notified. It was stated that at 15:10, PICC line was found on the floor and patient was found bleeding from insertion site. A sterile dressing was applied per policy and no further bleeding was noted.